Manufacturer narrative:
A lead revision is being done today in an attempt to alleviate these symptoms. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
New information became available that there was isulation damage on this lead. It is unknown if the physician will leave the lead implanted or explant.

Event description:
Boston scientific received information that this patient exhibited shortness of breath and weakness. A boston scientific sales representative interrogated the device and found that there were several ventricular tachycardiac events, oversensing and noise as well as lowering impedance measurements and rising thresholds. There were some sensed beats that were not truly depolarized and that caused some pacing delays which never led to any pacing inhibition. To date, there have been no adverse patient effects were reported.